Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the shaft that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
Reportable based on device analysis completed on 09sep2019. It was reported that the balloon was unable to cross. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.